Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported issues with sensor glucose verses blood glucose differences (threshold suspend alarm). Customer's blood glucose reading was 200 mg/dl. Nothing further reported.